Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module backup battery not charging was confirmed. The returned backup battery, serial number (B)(6), was inserted into a test power module and upon powering on the system, a yellow wrench and red battery alarm activated. Evaluation of the battery revealed that it was in a slightly depleted state. Despite charging the battery for an extended period of time, the yellow wrench advisory and red battery alarms were still active. Further evaluation was not performed as the sealed lead acid (sla) batteries posed a chemical hazard and its encapsulation prevented further access to sub-assemblies. The battery was not expired at the time of the reported event. The provided information indicated backup battery, serial number (B)(6), was sent as a replacement for (B)(6). A root cause for the reported event was not conclusively determined through this analysis. The device history record was reviewed for the 12v power module backup battery, serial number (B)(6). The backup battery was inspected and accepted into storage on (B)(6) 2023. The heartmate 3 instruction for use (rev. A) and heartmate power module instructions for use (rev. C) were available at the time of the event. Heartmate 3 instruction for use, section 3, entitled ¿powering the system¿, and heartmate power module instructions for use, section 2, entitled ¿setting up the power module (pm) prior to use¿, provide instructions on how to install the power module backup battery and general use of the power module. Heartmate 3 instructions for use, section 8, entitled ¿equipment storage and care¿ explains how to care for and clean the power module. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module's backup battery was not charging. The backup battery was replaced.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section a2: corrected section d1: corrected section d4: corrected section h4: corrected no additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.